Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial interrogation showed the device had no telemetry and device memory could not be accessed. The device header and case were removed; due to the extent of battery depletion, no power supplies were functional. An external power supply was connected to the device and the operating firmware was reloaded and restarted. A root cause could not be determined, as the device subsequently operated normally during the analysis procedure and the device's operational data was not available for a calculation of whether longevity projections were met.

Event description:
Boston scientific received information that this device's battery was depleted at the time of changeout. Three years prior to explant, a boston scientific technical services consultant (ts) provided a health care provider (hcp) with an estimate of six months remaining longevity for the device at that time. The device is not included in any product advisory populations.